Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rotablator rotalink plus device with the rotawire. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The advancer and burr units were received detached. Inspection of the device revealed that the handshake connection was bent. The advancer knob was received tightened in a forward position, which it¿s possible that this caused the handshake to be damaged because the handshake wasn¿t covered by the housing. The annulus of the burr was flared, damaged, not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus and the reported fractured rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04209. It was reported that rotawire fracture occurred. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink¿ plus and a rotawire were selected to be used. During preparation, the rotalink plus system was advanced over the rotawire and then the burr was activated to platform the speed. It was noted that the wire was cut in half by the spinning burr. The wire and system were held straight with no bends during platforming. The procedure was completed with another of the same device. No patient complications reported.